Event description:
It was reported that the biomed stated arctic sun device didn't fill, coming in for assessment. Per additional information updated from ttm on 29jul2025, biomed would like quote to send the device in for repair. They believe it needs a new circulation pump as it would not take water earlier and they did not hear the pump turn on when attempting to fill the reservoir.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Biomed stated that the device didn't fill, coming in for assessment.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due a weak circulation pump. During decon, installed test circulation pump to fill and continued the process. Circulation pump was serviced during the pm process. Pm performed. Serviced the mixing pump, replaced heater with lot 2524, replaced both manifold o-rings, replaced the drain valves, and replaced the double bend tube and the chiller evaporator outlet tube. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.